Event description:
It was reported that the lead exhibited low impedance. At implant, lead impedance was 338 ohms. The pulse generator was replaced in 2008. Post change out, lead impedance was 202 ohms bipolar and 250 ohms unipolar. The patient would be closely monitored.

Manufacturer narrative:
Na